Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A pharmacist reported that tip bent, pinched preventing ultrasound from working properly during cataract surgery with intraocular lens implant. The surgery was completed on the same day. There was no report of patient harm.

Manufacturer narrative:
One opened phaco tip in a wrench, in a blister without tyvek label was received. Sample was visually inspected and found to be nonconforming, tip was misshaped, with marks on either side of the compressed area of tip. Wear observed on threads, back of flange, and nut corners consistent with threading on handpiece. A review of the device history record traceable to the reported lot number, indicates that the reported product was processed and released according to the reported product¿s acceptance criteria. The exact root cause could not be determined from the investigation performed. The returned sample is visually non-conforming with the phaco tip compressed (bent); therefore, a bent phaco tip was confirmed; however, how and when the phaco tip became damaged could not be determined. Most likely root cause is handling during placement of the phaco tip onto the handpiece. The exact root cause for the damaged phaco tip is unknown, therefore specific action with regards to this complaint cannot be taken. All phaco tips are 100% visually inspected by trained operators using 30x magnification during the manufacturing process. Any nonconformance, such as the phaco tip cannula bent exhibited on the returned opened sample, is removed from the lot and scrapped. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. No adverse trends have been observed associated with the reported product and event. No further actions are required. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
A sample was not received at the manufacturing site for evaluation; therefore, the condition of the product could not be verified. A review of the device history record traceable to the reported lot number, indicates that the reported product was processed and released according to the reported product¿s acceptance criteria. A sample was not received at the manufacturing site and the device history record review of the lot number provided indicated the product was processed and released according to the product¿s acceptable criteria, therefore; the root cause for the customer complaint issue cannot be determined. The exact root cause for this complaint is unknown; therefore, specific action with regards to this complaint cannot be taken. All phaco tips are 100 percent visually inspected by trained operators using 30x magnification during the manufacturing process. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. No adverse trends have been observed associated with the reported product and event. No further actions are required. The manufacturer internal reference number is:(B)(4).